Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A (B)(6) white male presented at the time of enrollment with a 54 mm aortic aneurysm. The proximal neck had a parallel shape with no plaque/thrombus. There was mild tortuosity, no occlusive disease, and moderate calcification in the iliac arteries bilaterally. On (B)(6)-2015, under general anesthesia, the patient received a 28 mm x 78 mm main-body graft, a contralateral 16mm x 90mm (left) iliac leg graft, and an ipsilateral 16mm x 74mm (right) iliac leg graft. The devices were deployed without difficulty. A molding balloon was used during the procedure and potential bilateral renal artery non-occlusive thrombus was noted as a complication as a result of using the molding balloon. After graft deployment, iliac angioplasty was performed bilaterally within the graft (queried). There were no adverse events observed during the procedure. At the completion of the procedure, the graft was fully implanted and patent with no kinks. A type ii lumbar endoleak was noted. The patient was discharged on (B)(6)-2015 (one day post-procedure) and no adverse events were reported. Core lab analysis of the completion angiogram noted a patent graft with no evidence of a kink or endoleaks. (B)(6)-2015 CT scan and x-ray (one-month follow-up). Site analysis: grafts patent with no endoleak. The device was intact with no evidence of barb separation, stent fracture, component separation or stenosis. Core lab analysis: grafts patent with no endoleak. The device was intact with no evidence of barb separation, stent fracture, component separation or stenosis. On (B)(6)-2015, the patient was discovered to have an infolding of the left iliac leg graft resulting in approximately 50% stenosis of the left iliac leg. On the same day, the patient underwent a secondary intervention to treat the device occlusion. The intervention included placement of an another manufacturer's 10 mm x 17 mm balloon expandable stent which was inflated to 8 atmospheres. An ivus revealed resolution of the device infolding with at least 9-10 mm diameters throughout the iliac limb. No other adverse events related to the device have been reported.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. (B)(4). Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), trends, quality control, and imaging review of the device was conducted during the investigation. Image review: impression- mild left limb mural thrombus superior to the left limb balloon expandable stent is confirmed at five months. Mild left limb mural thrombus was likely secondary to the left limb balloon expandable stent. The left limb was narrowed by 27%, and mild infolding was also confirmed. This was caused by calcified atheroma at the left common iliac artery (cia) origin. The narrowing was amplified by angulation, but was mostly caused by the calcification. The patient had peripheral vascular disease, which may have increased the clinical significance of the limb narrowing. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the intended use. Specific items addressed include: patient selection & treatment: pre-existing regions of stenosis/narrowing have been shown to increase the risk of a thromboembolic event (e.g. Leg graft occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft. Dilation of these regions with a noncompliant balloon and/or stent placement may be necessary to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Follow-up imaging should be carefully reviewed for narrowing within the graft leg. Patients with a graft leg lumen of less than approximately 5 millimeter (mm) intravascular diameter (ID) may be at increased risk of a thromboembolic event, re-intervention should be considered to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Patients with poor outflow or a hypercoagulable state may be at an increased risk of a thromboembolic event. Multiple large, patent lumbar arteries, mural thrombus and a patent inferior mesenteric artery may all predispose a patient to type ii endoleaks. Patients with uncorrectable coagulopathy may also have an increased risk of type ii endoleak or bleeding complications. Imaging review results revealed that the left limb experienced 27% narrowing and mild infolding caused primarily by the calcified atheroma at the left cia origin and partially by the angulation of the left cia relative to the aortic centerline. Although minor left leg thrombus occurred, it was caused by the secondary intervention of placing the stent. Based on the available information and results of the investigation the root cause of the reported event is most likely related to patient condition. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported that this patient was implanted with an 28 mm x 78 mm main-body graft, contralateral 16mm x 90mm (left) iliac leg graft, and an ipsilateral 16mm x 74mm (right) iliac leg graft for treatment of aortic aneurysm. The devices were deployed without difficulty. A molding balloon was used during the procedure and potential bilateral renal artery non-occlusive thrombus was noted as a result of use of the molding balloon. After graft deployment ,an iliac angioplasty was performed bilaterally within the graft. No adverse events were observed during the procedure. The graft was fully implanted, patent, without kinks; however a type ii lumbar endoleak was noted. The patient was discharged on (B)(6) 2015 with no adverse events reported. On (B)(6) 2015 the patient was noted to have an infolding of the left iliac leg graft resulting in approximately 50% stenosis of the left iliac leg. On the same day, the patient underwent a secondary intervention to treat the device occlusion. The intervention included placement of competitor 10 mm x 17 mm balloon expandable stent (inflated to 8 atmospheres). An intravascular ultrasound (ivus) revealed resolution of the device infolding with at least 9-10 mm diameters throughout the iliac limb. On (B)(6) 2016, analysis of x-ray revealed a stent fracture on the left limb proximal to sealing stents, possibly x2. No endoleak was noted. No other adverse events related to the device were reported.